Event description:
Unomedical reference number (B)(4). Event occurred in spain. The patient reported five similar events where occlusion issue occured with the infusion sets site within 3 hours after insertion. The customer resolved their issue by replacing soft cannula infusion set and resumed insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13300 - device 1 of 5.